Event description:
I found the indwelling foley catheter removed from my patient, the balloon was deflated. When I tested the balloon port, the balloon had been ruptured. Here are the numbers on the inflation port: 119316m ngey1658. There was no bleeding or damage observed to the urethra. FDA safety report ID# (B)(4).